Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Evolve 4.5-5.0. It was reported that a dissection occurred. On (B)(6) 2020, the subject presented for the index procedure. The 100% stenosed target lesion was located in the proximal right coronary artery (rca) extending to mid rca. The target lesion was pre-dilated with a balloon. A 5mm x 24mm synergy stent and two 5mm x 20mm synergy study stents were advanced to the target lesion and deployed. Post dilation was not performed. Post procedure, residual stenosis was 0%. On (B)(6) 2020, during the time of the index procedure, in addition to treatment of the target lesion, three discrete non target lesions were also treated. The non target lesions were located in the mid left anterior descending artery (lad), extending to the distal lad. A 2.50mm x 28mm synergy stent was advanced and deployed. Post deployment of the stent, a dissection was noted in the vessel. To cover the dissection, a 2.50mm x 16mm synergy stent was advanced to the lesion and deployed. The third non target lesion was located in the right posterior descending artery (r-pda). A 2.25mm x 38mm synergy stent was advanced to the r-pda and deployed. The procedure was completed and no further complications were reported. It was later reported that the lesion was predilated twice at 10 atmospheres. The 2.50 x 16mm synergy stent balloon was deployed at a pressure of 11 atmospheres, and inflation was maintained for 12 seconds. The lesion was post dilated with a 3 x 20 nc balloon at 8atmosphers, followed by 12 atmospheres. Post dilatation, the dissection occurred.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6). It was reported that a dissection occurred. On (B)(6) 2020, the subject presented for the index procedure. The 100% stenosed target lesion was located in the proximal right coronary artery (rca) extending to mid rca. The target lesion was pre-dilated with a balloon. A 5mm x 24mm synergy stent and two 5mm x 20mm synergy study stents were advanced to the target lesion and deployed. Post dilation was not performed. Post procedure, residual stenosis was 0%. On (B)(6) 2020, during the time of the index procedure, in addition to treatment of the target lesion, three discrete non target lesions were also treated. The non target lesions were located in the mid left anterior descending artery (lad), extending to the distal lad. A 2.50mm x 28mm synergy stent was advanced and deployed. Post deployment of the stent, a dissection was noted in the vessel. To cover the dissection, a 2.50mm x 16mm synergy stent was advanced to the lesion and deployed. The third non target lesion was located in the right posterior descending artery (r-pda). A 2.25mm x 38mm synergy stent was advanced to the r-pda and deployed. The procedure was completed and no further complications were reported.